Event description:
The doctor indicated that this abutment screw fractured post restoration.

Manufacturer narrative:
Review of the x-ray confirmed that the screw is fractured as reported. The product was discarded and no lot or order number was provided. Review of the product history did not indicate a manufacturing deviation that could cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.